Event description:
New information received indicates that another instance of atrial tachycardia due to competitive atrial pacing was observed through remote transmission. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of inappropriate auto mode switch caused by undersensing of p-waves were observed. Programming changes were made. The device remains implanted.